Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector on lcd board. No cosmetic damage noted.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 184 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.